Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018. The customer¿s blood glucose level was 285 mg/dl at the time of incident and current blood glucose level was 304 mg/dl. Customer¿s blood glucose value when admitted to the hospital was 300 mg/dl. The customer was treated with syringes. Customer does not allege insulin pump for under delivering. The insulin pump will not be returned for analysis.